Event description:
In 2001 end-user called minimed, USA and stated that the luer connection leaks. The leak is not from the syringe. On october 22, 2001 maersk medical rec'd the complaint and 1 used tubing. The near-incident took place in USA.